Event description:
It was reported that during testing conducted at the manufacturer facility the synthes drill was found to be gouged/chipped at the top opening. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was discarded by the manufacturer.